Event description:
A malfunction alarm was reported with no notable events occurring prior. There was no adverse impact to the customer's blood glucose level. Technical support arranged to replace the customer's pump. The customer planned to use manual injections as backup insulin therapy in the interim.

Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event.